Event description:
It was reported that the patient experienced an unknown sensor issue. On (B)(6) 2025, the patient was not feeling well and went to bed early. On (B)(6) 2025, around 930am, the patient stated that her cgm values ¿were not fluctuating¿ but could not recall the exact issue or error. The patient was wearing a tandem mobi insulin pump. At an unspecified time later, the patient became unconscious. Her husband called 911. The patient was taken to the emergency and was admitted to the itensive care unit (ICU). The patient was in a coma and had also had a heart attack and was diagnosed with pneumonia. There was no information of what the cgm was displaying or what the patient¿s bg meter readings were during this time. On (B)(6) 2025, the patient was moved to a regular hospital room, but then had another heart attack, and was moved back to the ICU on (B)(6) 2025. The patient could not recall the specific medications or treatment she received during her hospitalization, other than blood thinners, calcium, and ¿other vitamins¿. The patient was discharged from the hospital on (B)(6) 2025. At the time of report, the patient was in a rehabilitation center for recovery. Data was provided for evaluation the patient was not in a sensor session on or around the date of event, (B)(6) 2025. At 10:08 am, on (B)(6) 2025, the patient's estimated glucose value of 304 mg/dl rose above the high alert threshold of 250 mg/dl, and the app delivered high alerts at 0 percent volume until it was acknowledged at 11:03 am. The high alerts did not have audio as the always sound feature was disabled. The patient's estimated glucose valuess remained above the high alert threshold, but the app did not deliver additional high alerts after acknowledgement as the snooze feature was disabled. At 12:58 pm, after 20 minutes of temporary sensor error, the app delivered an alert with 0 percent volume. At 01:03 pm, the app delivered a high alert at 0 percent volume with an egv of high (over 400 mg/dl), and it was acknowledged immediately. At 01:28 pm, after 20 minutes of temporary sensor error, the app delivered an alert with 0 percent volume, and it was acknowledged immediately. The app continued to experience temporary sensor failure until 02:28 pm, but did not deliver additional alerts as the snooze feature was disabled. From 02:33 pm to 03:28 pm, the app delivered a high alerts at 0 percent volume with egvs of high (over 400 mg/dl). At 03:33 pm, after 20 minutes of temporary sensor error, the app delivered an alert with 0 percent volume. The app experienced signal loss under an hour. The sensor failed, and the app delivered a sensor failed alert at 0 percent volume at 04:08 pm, 50 percent volume at 04:18 pm, and 100 percent volume from 04:23 pm to 04:43 pm. At 04:48 pm, the app delivered the sensor failed alert at 50 percent volume through an external bluetooth audio output device. At 04:51 pm, the sensor failed at was acknowledged. Confirmation of the allegation and probable cause could not be determined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - impact code - f08 rehabilitation. H6 health effect - clinical code - e0612 ischemic heart disease.